Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not going through the tubing as insulin leaked at the cartridge t:lock connection. Reportedly, the contact used "old supplies" to resume insulin delivery. Customer's blood glucose (bg) was elevated; however, the exact value was not provided. Bg was addressed with an insulin injection. Tandem's technical support asked the contact if the correct t:lock cartridge was used with the t:lock infusion set as well as if the connect was tight/straight and the contact was uncertain.